Event description:
It was reported that the device had sensing difficulty at the time of implant attempt. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the device pacing output was below programmed value. Further analysis determined that the inappropriate pacing amplitudes for both pacing outputs were due to a loaded supply in ic (integrated circuit). The loaded supply was caused by gate leakage in a transistor used in the charge pump level shifter output circuit.